Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high blood glucose/under delivery of 273 mg/dl. Customer current blood glucose value at the time of the call was 273 mg/dl. Customer did not experience any symptoms related to the high blood glucose. Customer decline to troubleshooting for high blood glucose. The device will not be return for analysis. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
The case severity changed to malfunction.